Event description:
2/10/98 baxter became aware of several occurrences where the 250 ml anticoagulant solution bags were depleting before the plasmapheresis procedure was completed on the auto-c. The first report involved six different auto-c instruments, and indicated the "air push" alarm alerted the techs, however, no check 230 ml alert was heard. The procedures were stopped in each case and the blood was not re-infused to the donors. 2/12 - 24/98 f/u account visits, sample evaluations and calls to multiple customers were experiencing anticoagulant bag depletions without the check 230 ml alert, or they were noting the bag to be down to 5-10 ml and the 230 ml alert had not activated. Still others indicated they were getting the 230 ml alert. Many more indicated having no issues at all. No donor serious injury has occurred in association with this or any of the reported events. 3/5/98 subsequent reports, after 3/3/98 recall letter, identified plasma facilities re-infusing their donors and changing to another anticoagulant bag without incident or injury to their donors. Specific to this report: this customer reported eight events in which the anticoagulant bags were depleting prior to completion of the plasmapheresis procedures. The check 230 alarm was not activated with any of these events. In seven out of eight of these reports the air push (-) alert was observed. The donors were disconnected and all left in good condition. This is report number four for this lot number with this customer.